Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control results were within range and there was no indication of a general reagent or system issue. It was noted the customer was not using the recommended rack adaptors. The performance testing data were within specifications. The measuring cells were exchanged.

Event description:
The customer alleged they received questionable carcinoembryonic antigen (cea), cmv igg, toxo igg, and ca 15-3 results on their e-module. The customer provided data for five patients, of which there were two patients with discrepant cea results. The customer stated the first patient's sample was checked for clots or fibrin strands, but not the second patient's sample. The units of measure were requested but not provided. The first patient sample was tested in a sample cup and the initial cea result was 81.06 accompanied by a data flag. The first repeat result was 609.0 accompanied by a data flag. The second repeat result was 604.4. The second patient's initial cea result was 9.26. The repeat result was 3.30. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The cea reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).